Event description:
It was reported during service at manufacturer facility that the latch from the locking mechanism and the lever are broken off from the battery. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The service technician found that the housing latch and lever were broken off. An aseptic housing bottom hinge damaged failure mode was identified, which likely caused the event. There were also failure modes determined with the lever along with the top and bottom housings being damaged, device was placed in parts retention.